Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise leading to auto mode switching (ams) was observed on the atrial lead. The lead was to be monitored. The patient was stable.